Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and suffered vomiting which required prolonged hospitalization. Patient received an index cardiac ablation on (B)(6) 2026. On (B)(6) 2026, patient experienced vomiting categorized as moderate and serious defined by hospitalization. Relationship to study device is not related and relationship to the index study procedure is probable. The adverse event is expected/anticipated. The outcome is recovered/resolved with an end date of (B)(6) 2026. Intervention was medication. On (B)(6) 2026, patient experienced headache (ae#1) categorized as mild and not serious. Relationship to study device is not related and relationship to the index study procedure is not related. The outcome is recovered/resolved with an end date of (B)(6) 2026. Intervention was none.